Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2018 with high blood glucose. The blood glucose was 482 mg/dl at the time of the incident and current blood glucose was 114 mg/dl. Blood glucose value when admitted to hospital was 198 mg/dl. The insulin pump was not functioning. Customer also experienced a blank display. Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery. The drive support cap appears normal. Customer reported bolus history displays all entries based on their recollection. Performed displacement test. Test results was no reservoir, passed. Customer also stated that, the insulin pump had unexpected restart alarm and other multiple insulin pump errors. Customer stated that, a temp basal was not programmed before the unexpected restart alarm occurred. Customer states the pump was not stored or not in use for an extended period of time. Alarm did not occur shortly after inserting a new battery. Assisted customer in performing a self-test and was passed. Error table does not indicate a pump replacement is required. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test, self test, unexpected restart error test, excessive no delivery test and motor test. No unexpected restart error test or external ram crc error or unexpected restart error test after battery change or motor error alarm noted during testing. Device was received with normal operating currents and no unexpected off no power alarm, low battery alarm or blank display noted. Device passed the delivery accuracy test.